Event description:
It was reported that one bd vacutainer® ultratouch¿ push button blood collection set experienced air entering the device during use. The following was provided by the initial reporter: air got mixed into tubing during blood collection.

Manufacturer narrative:
Bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for air bubbles in the tubing with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer video, the customer¿s indicated failure mode for air bubbles in the tubing with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: n/a.

Event description:
It was reported that one bd vacutainer® ultratouch¿ push button blood collection set experienced air entering the device during use. The following was provided by the initial reporter: air got mixed into tubing during blood collection.